Manufacturer narrative:
Details surrounding this event are actively being pursued. If we are able to obtain further details, a follow-up report will be submitted.

Manufacturer narrative:
New information received regarding this event and updated in this follow-up report.

Event description:
This was a lead extraction case due to cied system infection. The 3 year old dual coil mdt sprint quattro lead was prepped with an lld and a 16f glidelight was used to lase. Tight adherement between the lead and the inferior svc in the area of the proximal coil was noted. There was a decline in the patient's status and a sternotomy was performed. A tear in the svc/atrial junction was found, however, the patient did not survive the intervention.